Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt has had an error message on their controller to ¿call medtronic system problem rm03¿. Pt states when trying to charge, it doesn¿t make a connection and prompts to passive charge mode icons, and at times, it times out and never gets a high number. Pt mentioned the recharger (rtm) gets hot. Pt also mentioned in the past, a manufacturer representative (rep) did some reprogramming and did tell the pt they would be charging more often because of the programming. Patient services (ps) advised to reset controller and to check the connections which pt states all look good (the pins). After reset, pt was seeing blinking green light and attempted roe recharge, and saw passive charged mode with 81 to 84 to 24, and at one point 100. Pt stated the reading were all over the place. Pt then saw rm03. A replacement rtm was requested.

Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6) product type recharger other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Date is estimated; month and year are valid. Analysis of the 97755 recharger (rtm) (serial number (B)(6)) found poor recharge quality error. Scratch marks on rtm donut. Fail antenna test temp. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.